Manufacturer narrative:
The customer stated the unit did not contribute to the patient death. The field service engineer (fse) was able to duplicate the reported problem. The fse replaced the data acquisition to motor controller cable to address the reported problem.

Event description:
The customer reported that while transporting a patient, the unit failed with a vent in-op condition. The customer reported that the patient expired.